Manufacturer narrative:
Additional information in operator of device and evaluation codes. The device was not returned and the lot number was not communicated. An evaluation could not be performed, the manufacturing records could not be reviewed, and no conclusions could be drawn. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that a screw driver shaft broke intraoperatively while tightening a blocker. All broken pieces were removed from the wound. The procedure was completed using alternative instrumentation. There was no report of patient injury associated with this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw driver shaft broke intraoperatively while tightening a blocker. There was no reported patient injury associated with this event.